Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic procedure (laparoscopic procedure converted to open unrelated to device problem), while being applied at the rectum, the stapler was able to fire and its handle was able to recognize its reload but the distal staple line was incomplete. The surgeon placed the stapler low in the pelvis and he said that he fired the stapler completely, but then said that the stapler did not place staples on the distal line. The reload looked as if all the staple pushers were pushed up. Another straight purple reload was used to fix the line and complete the case. The patient has no injury.